Manufacturer narrative:
PMA/510(k) #: p200023 section d: common name - qan device evaluation the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file is related to pr 379854 (emdr 3001845648-2022-00805) , pr 379855 (emdr 3001845648-2022-00804) , pr 379856 (emdr 3001845648-2022-00803), pr 379857 (emdr 3001845648-2022-00802) , pr 379858 (emdr 3001845648-2022-00801) , pr 379859 (not FDA reportable) and pr 379860 (emdr 3001845648-2022-00800) pr 379860 captures off label use in 01 patient where the adverse effect of vein rupture was reported. Document review prior to distribution all zilver vena devices are subjected to a visual inspection and functional inspection to ensure device integrity. It should be noted that the instructions for use (ifu0047) states the following: ¿the zilver vena venous stent is intended for use in the iliofemoral veins for the treatment of symptomatic venous outflow obstruction¿. There is evidence to suggest the user did not follow the IFU. There is evidence to suggest that the customer did not follow the label. Image review an image was not returned for evaluation. Root cause review a definitive root cause of off label use can be concluded based on the information provided. The information for use states that the device is intended for use in the iliofemoral veins for the treatment of symptomatic venous outflow obstruction however, from the information provided the device was used for the following: superior vena cava syndrome in 12 patients, ilio-caval acute dvt in 07 patients, nutcracker in 5 patients and outlet thoracic syndrome in 1 patient. Summary the complaint is confirmed based on customer testimony. The complaint was raised from the clinical study ¿evaluation of the zilver vena venous stent in spain ¿ dr. Marta ramirez ortega (physician ¿ driven study ¿ ambispective review of patients undergoing proximal venous stent placement). According to the initial reporter, 36 zilver stents were placed off label in 28 patients however it was further clarified that 03 patients did not have extension into the ivc and these was considered on-label. Additionally, 01 patient suffered the adverse event of vein rupture, this event and the off-label use of this stent is captured under pr 379860. This file captures 32 devices which were used off label in 24 patients, with no adverse events reported. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to updates made to total quantity used as follows and the completion of the investigation on (B)(6)2023

Event description:
The main objective of this ambispective, single center, nonrandomized, single-arm, physician-driven study was to evaluate the patency of the zilver® vena¿ venous self-expanding stent (i.e., the zilver® vena¿ venous stent) in patients undergoing venous stenting. This report focuses on data from the 239 patients that had a zilver vena venous stent placed at an index procedure. Off label: a total of 36 zilver vena venous stents were placed (table 3.11.5-2) in 28 study patients in off-label anatomical locations at the time of the index procedure. The most common stent sizes were 14 mm x 60 mm and 14 mm x 140 mm. This file will capture 35 vena venous stents that were used off label without any complications

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions. PMA/510(k) #: p200023. Section d: common name -(B)(6)